Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the arm. A 6.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst inside the patient body when pressure was applied. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was non-tortuous and non-calcified with 50% stenosis. The balloon was inflated 6 times at 14-22 atmospheres for 20 seconds to 1 minute respectively. However, during 7th inflation at 22 atmospheres for 20 seconds, the balloon ruptured. The balloon was retrieved with a larger sheath after it was placed on the guidewire. The long end of the balloon was pulled out of the patient's body and was cut off with scissors. The sheath was used again, and then the long end of the balloon was retrieved through the original sheath.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the arm. A 6.0 x 40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst inside the patient body when pressure was applied. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.